Manufacturer narrative:
Patient information is not provided due to country privacy laws. Date of device manufacture is april 2012. Ge healthcare's investigation confirmed that the proper procedure for cold head replacement is in the service direction magnet & cryogen manual for actively shimmed magnets. In this case, the close proximity impact of the magnetic field upon the cold head when placing the cold head on the service platform. The procedure instructs to set the cold head on the floor in a cardboard box far from the magnet. The cold head replacement standard operating procedures has been reviewed with service personnel and safety awareness has been clarified. No further actions are planned at this time. Corrected data: this is not a single use device.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore initial reporter information is not provided due to country privacy laws ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during servicing, a coldhead was being replaced and was set on a platform. The coldhead became attracted to the magnet, and a service personnel sustained lacerations to the second and third fingers, which required stitches and bandaging.